Manufacturer narrative:
.

Event description:
Information was received from a patient who was implanted with a neurostimulator for dystonia and movement disorders. It was reported that an informational power on reset (por) message was found on the implantable neurological stimulator recharger (insr). With instruction, the patient was able to clear the por message and the issue was resolved. The patient noted the implantable neurostimulator (ins) battery was not fully charged. No symptoms were reported. Additional information has been requested regarding the cause of the por message, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.